Event description:
During a tee exam using the z6t probe (serial number (B)(6)) an error occurred. The probe was inserted into a patient and then activated. After, the error appeared. The probe was tried in a different port without success. The exam was completed using a different system and probe. This led to a 30 min delay. There was no patient impact or injury reported.

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference# (B)(4).